Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4)

Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The customer contact reported the patient was being treated for a cardiac arrest. At an unspecified time after the resuscitation of the patient, the device was programmed to deliver an unspecified concentration of epinephrine and the delivery was started. No specific programming parameters were provided. The customer contact reported the device almost immediately alarmed for a proximal occlusion. The nurse reported troubleshooting the alarm condition by checking the bag was fully spiked, with no kinks in tubing set. The tubing set was also removed and reinserted into the device. At that time, the nurse was unable to clear the alarm condition. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. Although there was potential for serious injury, the customer contact reported there were no reported adverse patient effects. Though requested, no additional information was available including specific patient information, pump programming, and concentration of the medication.